Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58 lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was dislodged and the atrial lead was fractured. The rv lead was repositioned and remains in use and the atrial lead was explanted and replaced. The patient is enrolled in the observe clinical study. No patient complications have been reported as a result of this event. Atrial electrode fracture and dislodgement of ventricular electrode history: unknown injury: no intervention required: new surgery to reposition ventricular electrode and replace atrial electrode outcome: alive - no injury, event resolved.